Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the (B)(6) study. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that approximately two weeks after the ventricular assist device (vad) implant procedure, the patient experienced acute on chronic kidney disease requiring dialysis. The patient's acute kidney injury was suspected to be from ischemic injury in the setting of shock. Prior to the vad implant, a urine microscopy showed evidence of acute tubular necrosis (atn) and the patient was started on continuous renal replacement therapy (crrt) after the vad implant. Six weeks later, the patient was transitioned to intermittent hemodialysis (ihd)/pure ultra filtration (puf). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted

Event description:
It was reported that. Approximately two weeks after the ventricular assist device (vad) implant procedure, the patient experienced acute on chronic kidney disease requiring dialysis. The patient's baseline serum creatinine level from 2017-2019 was 1.5. The patient's acute kidney injury was suspected to be from ischemic injury in the setting of shock. Prior to the vad implant, a urine microscopy showed evidence of acute tubular necrosis (atn) and the patient was started on continuous renal replacement therapy (crrt) after the vad implant. Six weeks later, the patient was transitioned to intermittent hemodialysis (ihd)/pure ultra filtration (puf). The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.